Manufacturer narrative:
Any additional information provided by the customer will be included in a follow up report. Results of investigation: a vyaire certified service technician was able to verify the customer's reported issue. Bench testing revealed a malfunctioning power board. The service technician replaced the power board and the reported issue was resolved. The device passed all testing and met all vyaire manufacturer specifications. A review of event trace revealed one ¿ln vent1¿ condition. Event trace cannot determine the root cause of the ¿ln vent1¿ condition. All other event trace entries are consistent with normal ventilator operation.

Event description:
It was reported to vyaire that model lap top 1200 shut down while connected to a patient. The patient was immediately removed from the device and placed on a back up ventilator. The customer confirmed there was no patient harm associated with the reported event.